Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with a data anomaly from their pacemaker. The anomaly was an automatic pulse width change. It was suspected that it was a software glitch during transmission, but a capture threshold check was also recommended for the next office visit. Patient had no consequences.